Event description:
A (B)(4) distributor returned a battery charger that had a power connector problem.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (power connector problem) has been confirmed. As received, the charger would not power up. The cause of the charger not powering up is a defective power unit. The cause of defective power unit is recessed pins in the power unit connector. The root cause of the recessed pins cannot be positively identified but is likely a result of excessive force. Device eval battery charger sn (B)(4) has been completed. The reported problem (power connector problem) has been confirmed. As received, the charger would not power up. The cause of the charger not powering up is a defective power unit. The cause of the defective power unit is recessed pins in the power unit connector. The root cause of the recessed pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective power units. Device manufacture date: battery charger sn (B)(4): 06/2009. Battery charger sn (B)(4): 04/2007.